Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found,the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during implant the lead was unable to be inserted into the header due to a setscrew dislodgement. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.